Event description:
Add'l info rec'd from MFR 12/20/03: the subject device (scorpio trial insert) is classified as an instrument and lot codes are not tracked for these devices. Therefore, no lot code info can be provided. A medwatch report was not submitted in response to this event. In MFR's review of this event it was determined that there were no previous reports of serious injury as a result of similar events and the info provided does not suggest that serious injury would result if the event were to recur.

Event description:
Trial tibial plateau from stryker/osteonics size 13mm. Broke while inserting it into pt's knee. Tried on the trial size 11mm and a piece broke off on this one. Again all pieces removed and irrigated the knee thoroughly.